Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was brought back for a closed vs open reduction. Doctor was unable to reduce the hip and had to go open. The patient was swapped to dual mobility.

Manufacturer narrative:
Additional information: patient information. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results. -product evaluation and results: visual inspection: visual inspection of the returned device noted the following: damage consistent with the explantation process was observed on the proximal surface and distal rim of the acetabular insert. Impression markings were observed on the proximal surface of the insert, consistent with contact against the acetabular shell. Scratching and third body indentations were observed on the articulating surface; these are common damage modes of uhmwpe. Damage consistent with contact against a hard object was also observed on the articulating surface. Dimensional inspection: dimensional inspection was not performed because the event does not relate to device dimensions. Functional inspection: functional inspection was not performed because the event does not relate to device function. Material analysis: material analysis of the returned device noted the following: damage consistent with the explantation process was observed on the proximal surface and distal rim of the acetabular insert. Impression markings were observed on the proximal surface of the insert, consistent with contact against the acetabular shell. Scratching and third body indentations were observed on the articulating surface; these are common damage modes of uhmwpe. Damage consistent with contact against a hard object was observed on the articulating surface of the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was brought back for a closed vs open reduction. Doctor was unable to reduce the hip and had to go open. The patient was swapped to dual mobility.